Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure for specimen collection in the bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, after moving the brush several times to collect the specimen, the brush could no longer be moved. The physician thinks the pull wire or the handle cannula was broken since the brush could not be moved. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the brush was extended upon receipt. The working length (catheter and pull wire) of the device was severely bent and kinked in multiple locations throughout. The handle cannula was detached at the distal end where it attaches to the pull wire. Functional evaluation could not be performed due to the handle damage. Review and analysis of all available information indicated the most probable root cause for this event was operational/physiological context. Most likely due some operational or anatomical aspect of the procedure, the working length (catheter and wire) became kinked/bent in several locations throughout. Once the working length was kinked, the wire would not move freely when the handle was actuated. Too much effort to actuate the handle can cause handle cannula detachment from the pull wire. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure for specimen collection in the bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, after moving the brush several times to collect the specimen, the brush could no longer be moved. The physician thinks the pull wire or the handle cannula was broken since the brush could not be moved. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.